Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The philips service engineer (se) inspected the device. The se replaced the battery and the power management printed circuit board (pcb). The customer replaced the ac (alternate current) power cord and the ventilator passed all testing.

Event description:
It was reported that the ventilator, when connected to alternate current (ac), is only running on internal battery. There was no patient harm reported. The event date was not specified; estimate used.